Manufacturer narrative:
(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that part of the tube markings were erased and illegible. Five representative samples were then taken from production at the manufacturing facility and testing was conducted to determine the effects of chemicals towards the tube markings. It was determined that the application of mek and mk72 could completely remove the tube markings. The defect reported in the complaint was detected after 12 days of use, and the marking was legible prior to intubation, which eliminates the possibility of using mek and mk72 as these chemicals are used during manufacturing and would be detected prior to intubation. It is possible that the defect occurred due to lubricant or chemicals applied during use. A conclusion code could not be found as the complaint of "marking erased during use" was confirmed; however, a root cause could not be established. It is not known why the markings were erased.

Event description:
Customer complaint alleges "for a baby 0-1 years old, weight (B)(6) grams, the patient had an intubation tube 2.5 since (B)(6) 2017. Today (B)(6) 2017, the numbers on the tube are completely erased thus it's impossible to verify the correct landmark and the place of the intubation tube." Customer reports "no immediate consequence - the doctor was advised - the intubation tube was replaced".

Manufacturer narrative:
(B)(4). The lot number was not reported by the customer; therefore, a device history record (DHR) review was performed on the last three lot numbers delivered to the customer: 17cg12 - 17ft21 - 17gg03. There were no issues found for any of the three lot numbers. The sample was not returned for evaluation; therefore, five representative samples were taken from current production at the manufacturing facility. A visual exam was performed on the representative samples and all tube markings were legible. Simulation testing was then conducted with different chemicals to determine the effect of the chemical towards the tube marking. It was found that an application of mek and mk 72 could remove the tube marking completely. However, the defect was detected after 12 days of usage and the marking was legible before intubation, which eliminates the possibility of using mek and mk 72 as these chemicals are used during manufacturing and could be obviously detected before intubation.

Event description:
Customer complaint alleges "for a baby (B)(6) years old, weight (B)(6), the patient had an intubation tube 2.5 since (B)(6) 2017. Today (B)(6) 2017, the numbers on the tube are completely erased thus it's impossible to verify the correct landmark and the place of the intubation tube." Customer reports "no immediate consequence - the doctor was advised - the intubation tube was replaced".

Manufacturer narrative:
(B)(4). The device involved in this complaint has not been received by the manufacturer at the time of this report. The investigation into this complaint is still in progress.

Event description:
Customer complaint alleges "for a baby (B)(6), the patient had an intubation tube 2.5 since (B)(6) 2017. Today (B)(6) 2017, the numbers on the tube are completely erased thus it's impossible to verify the correct landmark and the place of the intubation tube." Customer reports "no immediate consequence - the doctor was advised - the intubation tube was replaced".